Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient went to emergency due to infusion set leakage, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. The leakage was at the site. The infusion set was in use for less than forty-eight hours. The patient was subsequently hospitalized on (B)(6) 2026 with symptoms including headache, sickness and weakness. The duration of hospitalization was less than twenty-four hours. The patient tested positive for ketones. During the hospital stay, insulin administration via intravenous (IV) drip. No further information available.